Manufacturer narrative:
It was reported that the cardiohelp is showing an error on one of the batteries. The failure occurred during treatment. The hospital is going to try to switch cardiohelp pumps when the patient is brought from the cathlab to the critical care unit. Patient is getting a vsd closure. A getinge field service technician (fst) was sent for investigation and repair. The batteries were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The new battery was affected, as the last exchange of the batteries was on (B)(6) 2022. As the failure was reduced with the new type of batteries, but not fully fixed, the root cause for the new batteries is the same except the difference in the threshold that increased from 300mah to 930 mah. The first cardiohelp with the new batteries was manufactured 2020-11-19. The defined design capacity of the battery within the battery controller is lower than specified within the cell datasheet which is defined for a charging voltage of 4,2 v. For purpose of increasing safety and wear reduction of the battery the controller charges with a lower voltage (typically 4,1 v, tolerance¿related it can reach up to 4,15 v). This results in a slightly smaller design capacity, which is defined with 8280 mah.on the other hand, the cell capacities specified in the data sheet are approximate values and may differ. Additionally the calculated ¿wear down capacity¿ might vary also.this can result in the full charge capacitance being higher than the design capacity and generating an overcharge alarm (oca). The battery is then blocked for charging until it is regular discharged by at least 2 mah of its capacity (e.g. In battery mode). When the battery calibration process starts with a blocked battery (due to overcharge protection), the calibration will fail because of included charging cycles. The concerned cardiohelp is equipped with the new type of battery. Additionally, a similar failure was investigated by getinge life-cycle-engineering on 2023-04-20 with following conclusion: the root cause for the failure "battery not calibrating, charging" is that the oca-flag is activated. Oca-flag means that the battery was loaded over the maximum programmed overcharge limit. This overcharge limit was implemented with the implementation of ecr 20012004, cardiohelp-I: battery pack li-ion - increase of the oca from originally 300 mah to 930 mah. To deactivate the oca-flag it is necessary to do a calibration with an external battery charger. The cardiohelp system has two redundant batteries with (B)(4) separated battery slots. The system is capable to operate with 1 battery. The redundant design of two usable batteries and the alarming about defect batteries cause a maximum safety. According to the instruction for use (chapter 5.6.1 "check before every application", point 15) the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. Furthermore, in the IFU of the cardiohelp (instructions for use, chapter 2.3 intra- and inter-hospital patient transportation) the following warning is included : "only ever start the application when the batteries of the cardiohelp-I are fully charged and calibrated." The review of the non-conformities has been performed on 2023-08-04 for the period of 2018-03-27 to 2023-07-06. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the investigation results the reported failure ¿cardiohelp is showing an error on one of the batteries¿ could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that the cardiohelp is showing an error on one of the batteries during treatment. The hospital is going to try to switch cardiohelp pumps when the patient is brought from the cathlab to the critical care unit. Patient is getting a vsd closure. No harm to any person has been reported. Complaint ID: (B)(4).